Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bottom trigger was broken. Therefore, the reported condition was confirmed. A visual and functional assessments were performed on the device which found that the unit failed the off/osc/on switch mode function check - was not working (step 70) (failed the safety assessment step because the device did not run and when the trigger was pressed there was no function and no motion), the unit failed the trigger and ecu function check - no unintended motion (step 100), the unit failed the compatibility between colibri/sbd and colibri ii/sbd ii check (step 110) and the unit failed the function with epd-console check (step 120). During repair it was observed that the (1) bottom trigger's flange raised up (started to come loose), the (1) ecu's black wire insulation was damaged, and (2) corroded components. This is consistent with (1) normal wear and (2) improper cleaning. The assignable root causes were determined to be due to normal wear from use and servicing over time and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the first trigger button on the small battery drive device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.